Event description:
It was reported the patient is deceased. A family member called the manufacturer stating the patient's device did not "go off" and the patient passed away. Further review of the manufacturer's database indicates the patient died approximately eight and one-half months post the implant of the device. Per the physician's office, the patient was last seen in clinic approximately one month prior to death; the device was "functioning normally" and there were no ventricular tachycardia/ventricular fibrillation episodes reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.